Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot was received. Investigation is not completed. (B) (4). (B) (4).

Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver 1000ml of 5% dextrose and .45% normal saline via a symbig pump. The secondary tubing set was connected to the proximal clave port of the primary tubing set for piggyback delivery of an unspecified concentration of idarubicin, at a rate of 300ml/hr, and a duration of 30 minutes. It was reported that the idarubicin is orange colored. The secondary solution container was raised higher than the primary solution container. The customer contact stated that the user facility's protocol for idarubicin delivery requires that the nurse assess the pt every 5 minutes to 10 minutes during the delivery. It was reported that during the last pt assessment, the nurse noted that the secondary solution container was empty and the solution in the primary container was orange in color. The nurse noted that 250ml of solution was left in the primary container. The remainder of the solution in the primary container was delivered to the pt. There were no reported adverse pt effects and no delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.